Event description:
It was reported that the patient had the ambicor penile prosthesis replaced as it would no longer inflate. The physician suspected a fluid leak that was confirmed during the replacement surgery. A hole from fatigue in the tubing from the pump to the cylinder was found. No patient complications were reported.